Event description:
Carefusion sales consultant reported a patient in the medical progressive oncology unit had an IV set that leaked. The tpn infusion was started on (B)(6) 2012 and the leak was noted on (B)(6) 2012. Customer stated the leak was coming from the "white circular part," presumed to indicate the check valve. There was no report of patient harm or medical intervention. Customer stated that no further patient or event information is available.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be returned for evaluation.